Event description:
It was reported that during an ECG monitoring on a pt, the device with fully charged batteries, would power on and immediately prompt to replace batteries to then power off on its own. The emergency medical services (ems) crew tried using two back up sets of fully charged batteries and the device exhibited the same failure. There were no adverse effects to the pt as a result of the device malfunction.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the battery pins were loose. The battery pins were tightened and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was determined to be loose battery pins.